Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into the second obtuse marginal branch of the circumflex coronary artery after predilatation with 1.5mm and 3.0mm diameter percutaneous transluminal coronary angioplasty balloons. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back to the tip of the guide catheter. The guide catheter and stent delivery system were then removed as a unit; however, the stent dislodged from the stent delivery system at the femoral sheath and remained on the guidewire. The stent was successfully snared from the patient and discarded. The physician followed the instructions for removal of an undeployed stent. There was no further intervention attempted to the target lesion and no complications to the patient. There was no additional clinical sequelae reported relative to the event, and no further information is available from the user facility.